Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2025, it was noticed that during surgery a drill was broken inside and could not be taken out. There is no information about how this adverse event was solved/treated. Current health status of patient remains unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. According to the material specification, assuming the blade from an evos small drill w/ao qc was used, we understand these devices are made of stainless-steel type 630 bar with a chemical composition that includes: carbon, manganese, phosphorus, sulfur, silicon, chromium, nickel, copper, columbium and tantalum. The clinical/medical investigation concluded that the provided electronic photocopied x-ray appears to show a metallic foreign body retained within the mid-proximal tibia (near the most distal hole of the lateral plate) which could be consistent with a broken drill bit tip; however, does not provide insight into the clinical root cause of the event or confirm the identity. There is no information about how this adverse event was solved/treated. The current health status of the patient remains unknown. A definitive clinical root cause could not be determined; however, a user technique/procedural variance cannot be excluded. The patient impact includes the retained, likely non-implantable, metallic foreign body which appears to be retained in the mid-proximal tibia. The ferromagnetic behavior of the retained (suspected stainless steel-type) metallic foreign body cannot be predicted as metal alloys/stainless steel in the presence of magnetic resonance imaging can result in a range of disruptions from generating artifacts/distortion to heating/moving/displacement of the implant and severe patient injury. A review of the instructions for use documents for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.